Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.